Event description:
It was reported that the renasys touch cannot start up correctly, contains critical errors, cannot operate on ac or battery and cannot recharge the battery because the j13 connector was broken. No case reported; therefore, there was no patient involvement.

Event description:
It was reported that the device has visible dents. Additionally, during service and repair, the device was found unable to operate on ac or battery and cannot recharge the battery. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.